Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was chosen for implant using an unknown size non-abbott delivery system. The defect was sized using transthoracic echocardiogram (tte) with dimension of 18-19mm. After deployment the healthcare professional checked the device via fluoroscopy and confirmed it was sitting well. While observing via echocardiogram it was found that the device had migrated. The device shifted in position within the intended implant site towards the left atrium. The patient was sent for surgery and the device was removed. The cause of the migration was unknown. The patient remained hemodynamically stable throughout the procedure. There was no complication noted during the implant procedure.

Manufacturer narrative:
An event of device migration was reported. The device was returned to abbott for investigation and the device met dimensional specifications when analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.